Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device has been opened or removed from the packaging immediately prior to use and the needle broke during suturing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one sutures and two needles. The open needle was bent and was revealed to have instrumental marks. A bend moment test was performed on the undamaged needle, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Needles should always be grasped in the middle where the diameter is greatest. Grasping the needle at the tip or near the swaged end could result in breaks or bends. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.